Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon clamped the blood vessel, pressed the green button, and tried to fire, but the handle could not be squeezed, and firing could not be performed. It was also reported that the jaws of the device locked on tissue but was removed eventually. The surgeon connected a new reload on the same handle and was able to use it without any problems. There was no patient injury.